Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases were broken and contaminated, the bail covers, ring cover, bails and ring were missing, the battery contacts were compressed, the lead flex cover was corroded, the serial number label was torn and the liquid crystal display was out of specification mechanically, its gasket was showing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.